Event description:
The manufacturer received information alleging a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module sub assembly was replaced to address the issue. The ventilator service required alarm was not able to be duplicated.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module sub assembly was replaced to address the issue. The ventilator service required alarm was not able to be duplicated. The original oxygen blending module was sent to the product investigation lab for testing and it was observed that the part worked as designed.